Manufacturer narrative:
(B)(4). Batch # p55d0g. The analysis results found that the ats45 device was received with no apparent damage and with a 6r45b cartridge not loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing with a blue reload, the staples on the patient side formed fine, but the staples on the specimen side deployed but did not form. It is unknown how the procedure was completed. There were no adverse consequences for the patient. Buttressing material was not being used.